Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of 37 mg/dl. Customer reported eating bread prior to the hospitalization. Customer stated that they were driving and the customer was then taken to the hospital. Customer believes it may have been due to being more active then usual. No further info reported. No further info reported.